Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. The plate is broken at the location of the forth drill hole. The surface of the plate shows scratches and strong abrasion. Also the threaded holes show partly strong using. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The raw material certificate was checked and it was found that the used raw material fulfilled the specifications. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and the complaint is not confirmed because of such an issue. A product investigation was completed: no product fault could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that an occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, led to a fatigue failure. Concomitant devices: together with the plate several locking- and cortex screws were send back. All these screws are in a good condition without any damage at the threads. The received x-rays show that the plate broke at an unoccupied hole. Based on these findings it be concluded that these screws did not contribute to this breakage. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts: screw without edging (part/lot unknown, quantity 1); locking screw stardrive® ø 5.0mm, l 18mm (part 04.221.518, lot: 9904976, quantity 1); cortex screw ø 4.5mm, self-tapp. L 40mm (part 414.840, lot: 9917245, quantity 1); cortex screw ø 4.5mm, self-tapp., l 44mm (part 414.844, lot: 9311471 quantity 1); locking screw stardrive®, self-tap (part 412.223, lot: 9915956, quantity 1); locking screw stardrive®, self-tap (part 412.225, lot 9917019, quantity 1); locking screw stardrive®, self-tap (part 412.225, lot 9762678, quantity 1); lockscr ø5 self-tap l75 tan (part 412.224, lot 9851884, quantity 1); lockscr ø5 self-tap l60 tan (part 412.221, lot 9901777, quantity 1); lockscr ø5 self-tap l75 tan (part 412.224, lot 9906463, quantity 1); lockscr ø5 self-tap l70 tan (part 412.223, lot 9948672, quantity 1); lockscr ø5 self-tap l34 tan (part 412.211, lot 9906695, quantity 2).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot number 2642922. Manufacturing location: synthes (B)(4). Date of manufacture: sep 15, 2010. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown when the plate broke; it was detected on (B)(6) 2016 it is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate broke post-operatively. The breakage of the plate was detected on (B)(6) 2016. Revision surgery was performed and the surgeon used a new distal femoral plate to reduce the fracture. Patient is reportedly fine. This is report 1 of 1 for (B)(4).